Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bursitis ("bursitis") and arthralgia ("hip pain"). The patient was treated with surgery (scheduled on (B)(6)). At the time of the report, the medical device removal, bursitis and arthralgia outcome was unknown. The reporter considered arthralgia, bursitis and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- adverse event nos, bursitis and arthralgia, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Case became incident. Events added: medical device removal, hip pain and bursitis. Reporter added. On 23-mar-2020: social media received: serious event added, reporter added, non- serious to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.